Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined system check with tandem technical support. Customer reported the occlusion alarms were resolved, but didn¿t provide any further information. Customer¿s blood glucose level was 280 mg/dl.